Event description:
It was reported that during a follow-up, the physician noted swelling and redness of the skin around the device location. Patient was treated with antibiotics and the whole system was explanted to prevent further infection.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.